Event description:
Customer reported via phone call that insulin pump was frozen and not allowing her to rewind. Customer reported to have changed batteries and received a battery out limit alarm and a failed battery alarm. Customer's blood glucose was 243 mg/dl. Customer reported to not have needles and would seek medical attention. Customer later found needle and requested information regarding bolus wizard settings. Customer would call back when batteries were changed in order to complete troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.